Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date when opening the synthes flexible reamer tray for a tibial nail, it was noted that the reaming push rod was broken. The distal end of the shaft of the push rod appears to have broken off. This was in intra-operative and must have occurred in the sterile processing department (spd). Opened a second set for the case. The issue was noticed preoperative. There was no patient involvement. This report is for one (1) reaming rod push rod with ball handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.010.093, lot number: t118754, manufacturing site: tuttlingen, release to warehouse date: 10-apr-2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Investigation summary: the device was delivered in one sealable bag. The device appears to be in good condition with light marks, probably from use of the device. The distal end of the shaft is deformed, has a tip at the end. The drill point was not straight and has a pin coming out from the end. Dimensional inspection: total length: 350+/-1.5mm, measured dimensions: total length: 350.15mm, conforming device(s) used: caliper; ID# 1956. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues. Manufacturing record evaluation: the received device (part # 03.010.093 lot # t118754) was manufactured at the tuttlingen site on 10 april 2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The device is manufactured by supplier ¿(B)(4) ¿ and have been sent the device to the supplier for investigation. See f-s110 to complaint (B)(4) as evidence. The investigation by the supplier revealed that the device has using marks and was probably in use. The rod is not broken, as the overall length of the device is correct. According to the documentation in the final inspection, there were no deviations. However, the supplier can¿t exclude a manufacturing defect because the tip looks like a cut off from turning. There was no indication that a design issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device probably was not machined properly during manufacturing. The complaint is addressed in the risk document pra_03 010 093 with the risk of breakage and functionality faulty and is adequately treated. The problem with the device was traced back to the manufacturing of the device by supplier (B)(4) an error has occurred in the process of product manufacturing and quality control. An nc nr-0128358 was initiated for this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.